Event description:
The customer reported that the pump battery would not charge, even after multiple attempts using different outlets and cables. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Additionally, the customer was guided on how to put the pump into storage mode and instructed to return the defective pump using a prepaid label within 10 days, which they understood and acknowledged.